Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reportedly received results of 80 mg/dl and 149 mg/dl within 3 minutes on the inform ii system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test strips are not available to return.